Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited a hardware malfunction in which the physical sleep/wake button was unresponsive, requiring the user to employ a charging pad or portable charger to wake the screen, while insulin delivery and glucose management functions continued to operate and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on health status and no alarms. Investigation included customer troubleshooting, education on device use, and replacement of the affected unit with return of the device for evaluation. Investigation of this device was confirmed and revealed a nonfunctional user interface control consistent with a device hardware failure of the sleep/wake button component, with no evidence of software or therapy-related performance issues. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the device¿s physical button.